Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been treated in the emergency room (ER) with hyperglycemia. The patient's blood glucose levels (bg) reached 429 mg/dl while wearing the pod between 24 and 36 hours. The patient had accidentally hit her pod with a chair at school, however the pod looked normal, so they didn't do anything. Hours later when she gave herself boluses, her bg level didn't go down so they changed the pod to a new one and that's when they saw the cannula looked flattened and had been dislodged out of the insertion site when the patient hit the chair. Symptoms reported include dizziness, headache, vomiting, and hyperglycemia. The patient was treated in the ER with zofran for vomiting, liquids, and food. No specific diagnosis was given in the ER and the patient went home after five hours.